Event description:
It was reported that the right atrial (ra) lead became dislodged from the atrial appendage a few days after implant. The patient reported developing a thumping "like a mule kicking" in the right lower chest on sunday night and presented to the emergency room on monday night. High lead thresholds, no capture and diaphragmatic and phrenic nerve stimulation were noted. The disoldgement was confirmed via x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.